Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip split open during use. The following information was provided by the initial reporter, translated from spanish: "the patient with the described md is punctured but must be withdrawn because the tip of the catheter opens, causing the patient a lot of pain and therefore a new puncture must be performed." "Regarding this case, I think it is pertinent that the laboratory carry out training on the correct way to channel this particular supply, since healthcare personnel are very susceptible if they are asked these kinds of questions, taking into account that we have sent photographic evidence of how the tip of the catheter opens, regardless of the rotation and if they perform recanalization which they comment that they can because the insurance that the supply has does not allow it.¿

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displays two units with the needle through the catheter towards the tip of the cannula. Media was present in both units which indicates the device was in use or had already been used when the issue was discovered. The reported issue was confirmed. As the device has been used, it is likely the issue occurred during use in the user environment. If this defect was caused by manufacturing, it would have been evident before use and the end user wouldn¿t have used the device on a patient. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip split open during use. The following information was provided by the initial reporter, translated from spanish: "the patient with the described md is punctured but must be withdrawn because the tip of the catheter opens, causing the patient a lot of pain and therefore a new puncture must be performed." "Regarding this case, I think it is pertinent that the laboratory carry out training on the correct way to channel this particular supply, since healthcare personnel are very susceptible if they are asked these kinds of questions, taking into account that we have sent photographic evidence of how the tip of the catheter opens, regardless of the rotation and if they perform recanalization which they comment that they can because the insurance that the supply has does not allow it.¿